Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
The MDR is related to ge healthcare complaint. The ge service rep replaced the hard disk drive. The system operates as intended.